Event description:
It was reported to philips that the device is sparking. The field service engineer (fse) evaluated the device and confirmed the customer issue. The fse investigation found the paddles and therapy pca board are defective need to be replaced. The fse investigation found the paddles and therapy pca board are defective and need to be replaced. However the customer refused service. No further action at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is sparking. There was no reported patient involvement.